Event description:
It was reported that the device failed operation test. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor however the customer did not indicate accepting the service quote therefore no repair was performed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed the operation test. There was reportedly no patient involvement.